Event description:
A flipped pump was reported and confirmed. A dye study was performed. The catheter was replaced and a mesh pouch was placed around the pump and put back in ¿correct side up¿. The patient¿s status at the time of the report was alive and without injury. It was unknown if there were symptoms. The medication infused was lioresal.

Event description:
It was later reported that the actual residual volume was greater than the expected residual volume. This was noted to have been the first refill since the catheter was revised on (B)(6). They stated, the catheter was revised because, the pump flipped and the catheter was twisted. A pouch was placed on the pump. No change had been done to the drug at the time of the revision. They stated, the prior refill was in (B)(6) and the patient had a dose increase only on (B)(6) after the revision. The patient came in today for a refill. They stated no that the patient had an increase in drug, it was obvious that they were getting good therapy.

Manufacturer narrative:
Product ID 8731sc, serial# (B)(4), implanted: 2012-(B)(6), explanted: 2013-(B)(6), product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had no symptoms. The erv was 2.9ml and the arv was 16ml. It was believed that the cause of the discrepancy was related to the previously reported catheter issue and the drug not being delivered. It was noted that the patient was receiving good therapy.